Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead coil exhibited low high voltage impedance. Manual testing of the rv lead exhibited slightly higher impedances, and during arm movement the rv and svc coil exhibited low impedance. No actions were taken, and the rv lead remains in use. However, extraction of the rv lead is to take place at a later time. No patient complications have been reported as a result of this event.